Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement was encountered. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed undeployed, however, the stent came off the balloon and it was found on the sterile field. No further information available.